Event description:
It was reported, ¿during open colostomy takedown surgery, the anvil of the stapler detached and was retained inside patient. It was reported that after suturing in the anvil, there was difficulty marrying the anvil to the device. After some intervention, the anvil attached, and stapler fired. Upon removal the anvil, dislodged from the unit. Due to continued abdominal pain, imaging revealed retained anvil in rectum. Patient underwent sigmoidoscopy and anvil was removed 5 days later.¿

Manufacturer narrative:
Pc-001155666date sent: 7/27/2022d4: batch # unkmaude report mw5110463a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.was the anvil retained once it was removed via the sigmoidoscopy? If so, can it be returned to us?what was the purse string technique that was used to put the anvil in place?did the surgeon confirm that the orange band was completely visible on the trocar prior to attempting to attach the anvil to the device?did the surgeon received audible and tactile feedback of the anvil connection prior to closing the device?what healthcare professional fired the device and what is his/her experience with the device?how many counterclockwise revolutions were used for removal?this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.